Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the the right ventricular lead integrity alert triggered. The analyst noted that beginning (B)(6) 2015, the v sensing integrity counts were up to 3565. Additionally, the week of (B)(6) 2015, the rv pacing impedance rose to 1273 ohms up from a trend in the 589-665 range, and the rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in three days, and two or more high rate nst episodes. Concomitant medical products: 5076-52 lead; 419478 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-physiologic oversensing and noise. Also, noted was an alert for out of range pacing impedance and measured high impedance on the high voltage coil. The lead remains in use. No patient complications have been reported as a result of this event.